Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the 8mm harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument suddenly broke. The customer used a spare instrument to continue with the procedure. No fragment was reported to fall inside the patient. The procedure was completed with no reported injury. The following additional information was obtained: intuitive surgical, inc (isi) followed up with the site's nurse and obtained the following information regarding the reported event: the instruments were inspected prior to use, and no damage was noted out of the ordinary. The instrument did not collide with anything else, and no fragment was reported to fall inside of the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the midpoint. A piece approximately 0.085" x 0.396" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.